Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results. The customer confirmed that the reagent cartridge has been discarded. The cause for the discrepant results is unknown.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.